Event description:
It was reported that the devices temperature dropped during patient heating. No patient injury was reported. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device but could not confirm the problem. A 3-way valve component was exchanged for another. A supplemental medwatch will be submitted when additional information becomes available.